Event description:
Upon priming patient's IV calcium gluconate, it was noted that a medication was leaking out of the IV tubing. Rn discovered one of the y-site ports on the tubing became dislodged and was dripping calcium gluconate onto the floor. IV tubing was replaced.